Event description:
"Rn drew a light green top blood tube from a patient. Set the specimen down on the counter and heard a "pop". The tube separated from the top and flew across the room spraying blood. Specimen needed to be redrawn. Rn states the tube was not overfilled and she did not drop the specimen. Product discarded due to containing bodily fluid."